Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that while attempting to implant a 13.2mm vicm5_13.2; -11.00 diopter implantable collamer lens into the patient's right eye (od) the lens became stuck in the injector system. This occurred on (B)(6) 2021. There was no patient contact/injury. A back up lens was used and the problem was resolved. The cause of the event was noted as the device and indicated "lens didn't unfold in injector- unable to use".

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that while attempting to implant a 13.2mm vicm5_13.2; -11.00 diopter implantable collamer lens into the patient's right eye (od) the lens became stuck in the injector system. This occurred on (B)(6) 2021. There was no patient contact/injury. A back up lens was used and the problem was resolved. The cause of the event was noted as the device and indicated "lens didn't unfold in injector- unable to use".